Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). However the pump passed the excessive no delivery test, no unexpected no delivery alarms noted. There was a scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was performed and was able to prime with the pump. However the customer does feel the piston and reservoir are not connecting. The device will be returned for analysis.